Event description:
No additional information received. One of our major customer((B)(6)) from bangalore is facing the technical difficulties with our 20ml luer lock syringes as mentioned in the trail mail., (B)(6) limited is basically a pharmaceutical company. They able to draw only 19.6ml volume from 20ml syringe (luer lok syringe, lot no. 3005754).

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported the customer was able to draw only a 19.6ml volume from 20ml syringe. To aid in the investigation, two samples in sealed packaging blisters and one photo was provided for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for volumetric accuracy and passed. The photo shows a packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 303285, lot 3005754. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Manufacturer narrative:
Pr (B)(4). It was reported the customer was able to draw only a 19.6ml volume from 20ml syringe. As a sample was not returned, a thorough sample evaluation could not be completed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a packaging blister top web. No other information could be obtained from the photo. A device history record review was completed for provided material number 303285, lot 3005754. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. Without the actual sample analysis, a probable root cause could not be determined. H3 other text : see h10 narrative.

Event description:
No additional information received. One of our major customer(biocon) from bangalore is facing the technical difficulties with our 20ml luer lock syringes as mentioned in the trail mail., biocon limited is basically a pharmaceutical company. They able to draw only 19.6ml volume from 20ml syringe (luer lok syringe, lot no. 3005754).

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
One of our major customer(biocon) from bangalore is facing the technical difficulties with our 20ml luer lock syringes as mentioned in the trail mail., biocon limited is basically a pharmaceutical company. They able to draw only 19.6ml volume from 20ml syringe (luer lok syringe, lot no. 3005754).